Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer also stated that insulin pump battery compartment were damaged. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black customer returned insulin pump for alleged insulin pump error 68, insulin pump error 53, insulin pump error 49, insulin pump error 23, failed battery alarm, cosmetic damage at the battery side of case, and device heating up. Insulin pump passes displacement test, sleep current test, active current test, and self test. No unexpected power loss alarms/alerts/anomalies noted during testing. No unexpected alarms/alert/anomalies noted during testing. Successfully downloaded history files and traces using thus. Confirmed the following insulin pump errors on event date: insulin pump error 68 on (B)(6) 2022 03:44:52.000, insulin pump error 53 on (B)(6) 2022 03:44:28.000 line number= 5632 file number= 2005, insulin pump error 49 on (B)(6) 2022 03:44:52.000, insulin pump error 23 on (B)(6) 2022 03:45:24.000. The following battery alarms/alerts were noted on event date: low battery alert [104] on (B)(6) 2022 20:46:00.000, battery failed alarm [58] on (B)(6) 2022 03:44:04.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay. No insulin pump error 68, insulin pump error 49, insulin pump error 23, and battery failed alarms noted during testing. Device did not heat up during testing. Insulin pump error 53 confirmed due to software error. Cosmetic damage at the battery side of the case was not confirmed, however other cosmetic damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.